Manufacturer narrative:
Failure analysis noted that the low reservoir alarm functioned properly. They were unable to prime during the prime/compromised force sensor system test and motor error alarm during basic occlusion test due to faulty force sensor resistor (gold). The motor passed the motor test. The pump had minor scratched display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube lip and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and prime/fill anomaly. The blood glucose at the time of the incident was 75 mg/dl. The customer was trying to change the infusion set when the pump alarmed motor error and the insulin squirted out. The customer received a low reservoir alarm right before the motor error alarm. The pump was not exposed to high magnetic field. The customer stated that her blood glucose was low due to doing too much. She treated by eating breakfast. Troubleshooting was not able to resolve the issue. The device was returned for analysis.